Event description:
New information received notes that oversensing of noise was still observed after programming changes. The issue was last noted to be stable. The patient will continue to be monitored.

Manufacturer narrative:
Additional information: b5.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited several non-sustained right ventricular oversensing episodes and noise via merlin.net transmission. Lead revision was discussed. Programming changes were made. The patient was stable before, during and after the event.